Event description:
The dme stated that the unit started on fire when plugged in. Resmed determined the event may be reportable in 2009.

Manufacturer narrative:
The power supply module caused thermal damage with evidence of external flame. On the event date, the customer contacted resmed corp. To inform resmed that unit "started on fire when plugged in." The following month, the complaint unit was received at resmed corp. And preliminary investigation was performed. Based on preliminary investigation it was determined further eval should be performed at design facility; therefore, unit was shipped to design engineering. On 22jan2009 design engineering completed their investigation concluding the event met the resmed criteria for reportability.